Event description:
It was reported to philips that the system did not startup correctly as the cursor was still flashing but the geometry started normally. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system did not startup correctly as the cursor was still flashing but the geometry started normally. No further information regarding the issue has been provided. No service has been performed by philips as the issue was resolved by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.